Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Initial reporter state: (B)(6). Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced product damage. The following information was provided by the initial reporter: IV fluid tubing found discontinuous, broken above pump.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced product damage. The following information was provided by the initial reporter: IV fluid tubing found discontinuous, broken above pump.

Manufacturer narrative:
H6: investigation summary: a complaint of set being broken above the pump was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The drip chamber was missing. It looked as if the tubing had been cut, and was not a clean separation. A device history record review for model 2426-0007 lot number 22059356 was performed. The search showed that a total of 28,803 units in 1 lot number were built on 25may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. Potential root causes were determined to be the machine performing a double cut due to bad adjustment, the button on the machine being damage and not working properly, and obstruction of the machine causing it to cut the tubing incorrectly.